Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I was 33 when I had mine') in a 38-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: "I'm 38 trying to figure out non invasive ways to manage my bladder issues,loose the weight I gained" quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I was 33 when I had mine') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hot flush ("hot flashes"), breast tenderness ("tender breasts"), migraine ("migraine") and feeling abnormal ("feeling miserable"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, hot flush, breast tenderness, migraine and feeling abnormal outcome was unknown. The reporter considered breast tenderness, feeling abnormal, hot flush, medical device removal and migraine to be related to essure. The reporter commented: "I'm 38 trying to figure out non invasive ways to manage my bladder issues,loose the weight I gained" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. New events hot flashes, tender breasts, feeling miserable, migraine was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I was (B)(6) when I had mine') in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: "I'm (B)(6) trying to figure out non invasive ways to manage my bladder issues,loose the weight I gained." No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.